Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type correction to field h9: correction/removal reporting #.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not maintain erection and auto deflated. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not maintain erection and auto deflated. As a result, the device was explanted and replaced. No patient complications reported.